Event description:
In 2006, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. During the next three weeks, the pt presented with blood clots and decreased blood flow to the sciatic nerve. It was reported that the pt developed acute leg pain with numbness and tingling and suffered permanent nerve damage. A postoperative computed tomography scan revealed a 3 mm compression of the ipsilateral leg of the trunk-ipsilateral leg component. It was reported that a stent will be implanted to repair the compression. However, it could not be verified if a stent was implanted and further event info could not be obtained.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: on 12/11/06, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component (pxt231214/lot# 04663339) and a gore excluder aaa endoprosthesis contralateral leg component (pxc121000/lot#04530990) were implanted.